Event description:
Customer's diabetes educator reported that the customer was hospitalized with diabetic ketoacidosis and high blood glucose. She did not know the blood glucose reading. Customer was treated with manual injections. She stated that the drive support cap appeared normal. She found no air bubbles and no leaks. She was advised to run a manual prime and stated that insulin did exit. The insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.